Manufacturer narrative:
During the onsite investigation, the tech field engineer repeatedly tested the motion of the treatment head, but could not duplicate the reported event. A review of the log files showed no issues with the treatment head. The system was operating within specifications. A root cause has not been identified. (B)(4).

Event description:
A customer reported the treatment head would not move upward using the home button or the joystick after the flap was created. The surgeon and tech were able to lift the treatment head to release the pt. The customer stated the pt was not harmed by the event, the flap had already been successfully created and then the pt received a successful refractive procedure.